Event description:
The patient developed a pocket infection following the (B)(6) 2025 implant, prompting precautionary explant of the remed system on (B)(6) 2026. No systemic signs of infection were reported, no imaging was performed, and the patient is not receiving infection related treatment, with re-implantation planned in a few months. The ipg and lqs lead will be returned for analysis, and the distal lead tip was removed and sent for culture.